Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Pump declared cartridge change error. No adverse impact to blood glucose. No additional product or even information is available.